Event description:
Advanced bionics was made aware that the patient was explanted. Advanced bionics is in the process of gathering more information. Once more information becomes available, a supplemental report will be submitted.